Event description:
#Medwatcher #followup2 #fdamw5038730 #(B)(4) I had a hysterectomy removing my cervix, uterus, and both tubes. Pathology report came back that my cervix showed chronic inflammation. In addition, only one coil was found. In early 2012, at my hsg appointment it was confirmed that I was 100% blocked in both tubes and I was told that the coils could not migrate at that point. My right tube didn't even show scar tissue and was wide open. An x-ray was done after the hysterectomy and we cannot find a coil inside of me, so it is assumed that it came out at one point in my 3 years of having essure or it may have been embedded in my cervix since that shown chronic inflammation (which should have occurred in the tubes) and the cervix may not have been thoroughly dissected.

Event description:
(B)(4). An ultrasound didn't show anything abnormal, but hormone testing had elevated prolactin and testosterone. My wbc also indicated that I was fighting an infection. My doctor said that if I had these hormone levels prior to essure placement, I would have had trouble conceiving. That was never an issue. I'm only (B)(6) and due to results of the testing and the doctor knowing that materials in the essure are endocrine disruptors, I am scheduled for a hysterectomy 3 years after having essure placed.

Event description:
(B)(4). After implantation, I experienced hair loss. My periods became extremely heavy with large clots and then became irregular approximately 1 year after. I saw an gyn at that point and was put on birth control pills. Now, instead of 1 extremely heavy painful period a month, I experience 2 periods every month. I experienced dizziness, severe migraines, and pelvic pains that get increasing worse at time goes on.